Manufacturer narrative:
Complained product will not be not available.

Event description:
Wire is worn and did get burnt/scrapped - oral-b [device physical property issue] case narrative: consumer via phone stated that the oral-b toothbrush wire was worn and got burnt/scrapped. No injury was reported.